Event description:
It was reported that (1) lcsc5 was used with luke airless handpiece during a laparoscopy procedure. It was reported by the rep that the lcsc5 locked out (solid tone) frequently, went through troubleshooting to no avail. Opened a new device to complete the case. There was no consequence to pt.